Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited post sensed t-wave oversensing and a double counting of r-waves due to a wide qrs complex. The device was successfully reprogrammed. The patient was stable and asymptomatic.